Manufacturer narrative:
On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White and red material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. At this point it is not possible to determine the root cause of the white and red material found on the device all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with mentor smooth round moderate profile 250cc saline breast implants which the left side deflated after implantation. The issue was diagnosed via ultrasonography. As a result patient had the device removed and replaced with catalog number 3501635, lot number 7589402 on (B)(6) 2018.

Manufacturer narrative:
On 3/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).